Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited an increase in sensing impedance. The physician performed an invasive procedure to evaluate the lead and found a fracture on the pacing portion of the lead. The physician elected to replace the entire lead.